Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving dilaudid 100mcg/ml at 21 mcg/day via an implantable pump for non-malignant pain, spinal pain and failed back surgery syndrome. On (B)(6) 2015, during a back fusion surgery, the surgeon accidentally nicked/cut the catheter. The surgeon attempted to check the catheter, and it was not patent. The surgeon decided to replace the whole system. Additional information has been requested regarding symptoms, actions/interventions and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a company representative. During the fusion surgery on (B)(6) 2015, the surgeon felt like he may have nicked the catheter. When they tried to give a bolus to see if they could see a leak from the nick, they were unable to. At that point, the surgeon did not feel comfortable leaving the catheter and since the pump was 4 or 5 years old the surgeon just decided to replace the whole system, just to be sure and keep the patient from having an additional surgery in two or so years. He stated that the patient was having no issue with their pump prior to this fusion surgery.